Manufacturer narrative:
Additional information: product analysis results: ibt is leaking from near the distal bond. There is some damage around the tip of the balloon that could have had caused the separation of the seal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty surgery due to primary osteoporosis and compression fracture. Intra-op, while inflating the balloon in the vertebral body, leakage of contrast media occurred. So the balloon was taken out, and it was found that the balloon was ruptured. No fragment of the instrument remaining in the patient. No patient symptoms or complications as a result of this event.